Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the battery screen 49 appeared, but it was reviewed that the equipment was working as intended. The patient also reported that he needed to charge his implantable neurostimulator (ins) everyday compared to their old ins where they charged every four days. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for possible reprogramming. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.